Event description:
It was reported to boston scientific corporation that an extractor rx balloon was used during a stone removal procedure in the common bile duct (cbd) performed on (B)(6), 2012. According to the complaint, during preparation, the balloon was tested outside the patient and would not deflate. The balloon was put to the side and another extractor balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): investigation results - visual evaluation of the returned complaint device found no issue with the catheter or balloon material. The balloon was inflated and deflated using the syringe enclosed and no defects were noted. The balloon was able to deflate without any issues. The investigation results are not consistent with the event description. The reported defect of balloon deflation failed was not confirmed. The device was within specifications. The complaint could have been caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.